Event description:
Shortly after the surgery, patient was in severe pain, had difficulty standing, ambulating and squatting. Popping and clicking noises were coming from the knee. When she could walk, the knee would lock up and she would fall. After her rehab period, she complained to the surgeon who did the work. Nine months after the initial surgery, the surgeon went back in to the knee to clean up foreign debris. That didn't help. She continued complaint to the surgeon who after a while stopped taking her calls. She continued living with it. In (B)(6) 2014 she saw an orthopedic specialist in (B)(6) for a second opinion. A CT scan was performed. To his opinion, the knee cannot be fixed. To this day, she's experiencing the same problems. When going out's she's obliged to wear a knee brace. The reporter says it's worth noting that the FDA had found out that this prosthesis was in the market without their approval. A warning letter was then sent to the manufacturer by the FDA in january 2015. The manufacturer then did a voluntary recall. Unfortunately they never received any recall letter. They had no idea of the recall until (B)(6) 2015. In addition, the reporter says that in 2005 the department of justice had subpoenaed depuy and fined them for bribing thousands of surgeons to prescribe and use these devices. The reporter further says the wife now needs a total knee revision which will cost (B)(6). Though the wife is on medicare, they'll be unable to pay their own share of the bill. Patient says this implant has seriously affected their quality of life.